Event description:
An endurant aortic cuff was implanted in patient for endovascular treatment of a 5.4 diameter abdominal aortic aneurysm. It was reported that on a CT scan done approximately one year and two months after the index procedure, a proximal type I endoleak was observed. A secondary intervention occurred. Per the physician, the cause of the proximal type I endoleak was due to patient anatomy, short angled aortic neck. No clinical sequelae were reported and the patient is being monitored by their physician.

Event description:
The stent graft was explanted. The patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.